Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) reported that the issue began with pocket b1 due to overstuffing, followed by failures in pocket e3. Upon testing in the hardware test application (hta), the latch plate on e3 was found loose but intact, with the customer planning to replace it later and the station was rebooted during the repair process. The electronics drawer, communication sled, and power supply area were cleaned, and debris was removed from the bottom edge of the back panel. The fse reseated the bus cable connections on all drawers and inspected all cables for physical damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer constantly failing starts with 1 cubie, then the rest of the pockets fail. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer constantly failing starts with 1 cubie, then the rest of the pockets fail. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.